Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. As the iab was being inserted into the sheath, it became stuck. As a result, the iab and sheath were removed as one unit. Reference medwatch 1219856-2008-00397 for the second event and medwatch 1219856-2008-00398 for the third event involving the same patient.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.